Event description:
It was reported that high hv impedance was observed when the patient was positioned on the left side. Suspected lead issue. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Evice evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.